Event description:
It was reported that the patient developed an infection at the ipg, implantable pulse generator, site and intermediate incision site. The site was observed to be tender and puffy with possible fluid accumulation due to the infection. The patient underwent an explant of their entire system and was placed on antibiotics for four to six weeks. The physician stated that the infection is not device related but the cause is unknown. The patient is doing well.

Manufacturer narrative:
Date of event: approximated based on the date of the procedure. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7081694. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7087898.